Event description:
Health professional reported to regulatory agency via voluntary mw5039346, "alcl case report associated with breast cancer reconstruction patient." Follow-up reveals that patient has a history of left breast ductal carcinoma in situ prior to breast implants. The patient presented with "swelling and pain." Primary diagnosis of alcl was diagnosed against the right side in the "peri implant fluid and 1 x 2.3 cm mass at median/inferior edge [of] implant." The seroma was noted as "severe." Patient was treated with chemotherapy and the right side device was explanted. Pathology results confirm, "the diagnosis should read as: breast implant associated anaplastic large cell lymphoma. Immunostains show tumor cells are positive for cd30, cd2 and cd4. They are negative for ER, pr, her2, and cytokeratin, s100, cd45, mpo, cd3, cd20 and alk1".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).